Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to inspect the cartridge o-ring, clean the pump's pneumatic tap area, and ensure proper loading of the cartridge. The issue was resolved when the customer successfully completed the load process and resumed insulin delivery.